Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt did not experience that same symptom control with the permanent implant versus what she obtained during the trial phase. A revision was performed in (B)(6) 2010 to move the lead to the opposite side. The pt felt she was a work in progress and had about a 50% improvement versus a 70-90%. Improvement seen during her trial. If add'l info becomes available, a follow up report will be sent.